Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards, connectors, and fuses. The system operates as intended.

Event description:
The customer reported the system shut down on its own. No pt injury was reported.